Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, the cgm was displaying 300 mg/dl. The patient did not feel any symptoms of high blood glucose and checked a finger stick. The bg reading was 200 mg/dl. The patient calibrated the device but there were not changes to the cgm reading. They did a second calibration with the same values and after a few minutes, the readings went down to 50 mg/dl [presumed to be the bg meter]. The panicked and took baqsimi to treat the low blood sugar which caused him to pass out. The patient woke up after a few minutes and noticed the readings on the cgm had corrected and was close to the last finger stick value. At the time of the report, the patient felt fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.